Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge load process, and customer experienced high blood glucose indicated as ¿high¿ on display. Customer delivered correction bolus with pump and did not require assistance from another healthcare provider. Technical support confirmed cartridge alarm, instructed customer to remove cartridge and deliver 9-unit bolus with warning that insulin on board would be affected, and customer successfully completed bolus, reloaded same cartridge, and resumed insulin therapy, resolving issue.